Event description:
A pt reported that she was originally skin tested on 03/15/99 with negative results. On 03/22/99, the pt was treated in the nasolabial folds and vertical lip lines. Within a week, the pt noticed a raised, reddish-blue line at the left nasolabial treatment site. The area was lumpy and very itchy. The test site also became red and raised at the same time. The physician decided not to treat the symptoms. The pt initially used hydrocortisone cream at the site. On 4 and 6 may, the pt went to a consulting physician who administered intralesional injections of kenalog. On or about 05/09/99, similar symptoms began at the right nasolabial treatment site. On 05/12/99, the pt received intramuscular kenalog at her workplace. The pt's symptoms were diagnosed as a hypersensitivity.